Manufacturer narrative:
Concomitant medical products: 5024m-58, lead, implanted: (B)(6) 2000.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, unstable thresholds, and non capture at maximum outputs. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.